Event description:
International affiliate reported that the device broke while attempting to remove. The pt was returned to surgery to have the retained fragment removed. No further complications were reported.